Event description:
It was reported that during implant, t-wave oversensing was noted during threshold testing. The implantable cardioverter defibrillator (ICD) was replaced with a competitor and no oversensing was noted. The competitor device was disconnected. Then, the ICD was reconnected and reprogrammed and t-wave oversensing was then observed again. The ICD was explanted and replaced. It was further reported that with the implant of the right ventricular (rv) lead, there was t-wave oversensing, high impedance and high threshold were observed. The lead was repositioned in multiple areas. T-wave oversensing continued but after reprogramming the measurements were stable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: competitor pacemaker. (B)(4).